Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and fortum injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Initial reporter first name (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.